Manufacturer narrative:
The reported pacing output anomaly could not be confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement. During defibrillation threshold testing, the new implantable cardioverter defibrillator successfully converted the patient on the third shock. Simultaneously, external defibrillation was delivered. The device was then noted to exhibit loss of capture, episodal pacing, and inability to program. The device was removed and replaced. The patient was in stable condition.